Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead exhibited high impedances and was unable to enter MRI mode. As a result, surgical intervention was undertaken 1(B)(6) 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.